Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the clinician noted blood backing up in the tubing of an antibiotic infusion. When the clinician checked the tubing she noticed it was separated and leaking at the y connector side port. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set separated and leaked at the y-port was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the distal smartsite inlet port near the male luer. Inspection under magnification showed that both sides of the tubing had no solvent applied at the engagement. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent having been applied at the junction of the vinyl tubing.